Event description:
It was reported to the manufacturer that the vns patient has been experiencing "strong intermittent stimulation" not associated with a consistent body position or activity. According to the physician, diagnostics performed on the device revealed proper device function. X-rays were sent to the manufacturer for review, to rule out any issues with the system. No anomalies were identified on the x-rays that could be contributing to the aforementioned event. It was also reported that the patient was planned to have exploratory surgery and possible revision of the system. The surgery has not been scheduled yet. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. No gross lead discontinuities visualized.